Manufacturer narrative:
Zimvie received one (1) tsx54b11, (tsx implant, 5.4mmd, 11.5mml) for evaluation. One (1) unknown zimmer implant was not returned. Visual evaluation and a functional test were performed, there was debris found inside with slight damage. In-house screw does not disengage/thread. DHR review was completed for the subject lot number 1275248. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1275248 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged threads¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The implants internal threads were damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that when attempting to use an rsr which also was not torquing properly, the internal threads of the implant became damaged during the process. The implant was removed and the site was grafted. They will reattempt placement at a later date.